Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported ten months later that the patient needs a tune up. Since implant, the patient has had a couple of ¿tune ups¿ but hasn¿t had one in a while. The stimulation was cutting off, it will shut off by itself. When the it does that, the patient checks the ins to make sure it is fully charged, which it is. The patient will move around, wiggle and stimulation will sometimes click back on but sometimes it will not; then will have to shut it down and turn it back on. This has been happening since implant and has gotten worse. It was to the point that the ins is not even on. The patient was going to have to go back to taking pain medications. It was noted that the patient¿s doctor office can no longer help her due to a change in insurance. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) would randomly turn off and come back on. The patient clarified that the ins was not turning off; the patient just stopped feeling it. The patient would use their programmer to turn the ins off and back on and then they¿d feel it. If the patient didn¿t have their programmer they would just wait for it to start again. It was noted that these issues started ¿pretty much right away¿ but it was not known when this referred to.